Manufacturer narrative:
Device was returned for evaluation. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(6) reported the following: neurosurgeon was inserting a bolt at the bedside, zeroed and inserted as per procedure, about 1-2 minutes after insertion the codman started to read -40 and the waveform was flat. I questioned the neurosurgery resident and assumed that he had manipulated/damaged the catheter so we had to put in a second catheter. Neurosurgeon inserted a second catheter meticulously, immediately we saw a good waveform and then again the readings went to -40 or so and flat wave form. We proceeded to then go get our alternate intraparenchymal catheter/monitor and within 15 minutes, after opening another catheter kit the waveform and preparing to re-insert the numbers on the catheter returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier evaluation of the icp unit revealed: lcd not functional. Battery weak, will not hold charge. Unit passes all functional testing. Could not confirm customer indication of inaccurate measurements. Repair: replace lcd. Replace battery. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.